Event description:
Customer reported being hospitalized due to high bg. The cause of hospitalization as per (md) was high bg. Explained to customer the 2hbg rule. Instructed customer to call back for hp when clamp arrives. Troubleshooting performed.